Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 483mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. While troubleshooting the call was disconnected. Attempted to call back the customer without results. No further information was provided.